Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic cystolithopaxy procedure, the ceramic insulation at the distal end of the resection broke off and fell into the patient. The broken fragment could be retrieved successfully but had to be broken into smaller pieces to allow it to pass and be retrieved. The intended procedure was completed with the same set of equipment and there was no report about harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s reported issue was confirmed (broken ceramic tip of the inner sheath). In addition, the inner sheath was observed to be deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer. It could not be determined whether this was pre-existing damage to the insulation insert or if it was already worn. In addition, it could not be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. Furthermore, the deformation of the sheath is most likely attributable to the device being subjected to excessive mechanical force during combination or reprocessing. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches¿ ¿ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures).¿ ¿risk of injury impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿ ¿damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ this supplemental report includes a correction to a1, e1, and g2 to provide information that was inadvertently not included in the initial medwatch. Additional information added to d4, d8, d9 and h4. Also, h3 has been updated. Olympus will continue to monitor field performance for this device.